Event description:
An endurant iis stent graft system was implanted in a patient for the urgent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. Heli-fx applier and guide were used as accessory devices during the procedure. It was reported that upon completion of the angiogram a type ia endoleak was seen. A 36mm diameter endurant cuff was implanted however, the type ia endoleak persisted. The physician decided to treat the type ia with heli-fx endoanchors. The first endoanchor was placed at the suspected area of leakage successfully. With the heli-fx guide repositioned to the opposite side of the first deployed endoanchor, the applier was pushed out perpendicularly to stent graft and half of the second endoanchor was deployed by pressing the forward button on the handle. When the physician wanted to retrieve the first half of the endoanchor for repositioning by pressing the back button, the applier did not respond. The applier did not show any sign of motor movement and the alarm did not go off. The green forward button light-up without the forward button being pressed. The physician carefully pushed the guide towards the stent graft in order to protect the endoanchor from detachment. The physician then deployed the endoanchor by manually unwinding the applier leaving the endoanchor attached loosely to the aortic cuff. The applier was withdrawn from patient's body. The applier was unable to be switched off and the blue light on the handle finally light-up with both green arrow lights flashing and the alarm went off as well. The physician captured the loose endoanchor inside the lumen of the guide by slowly straightening the guide. The guide was then withdrawn from patient's body. The final angiogram showed no type 1a endoleak. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Device evaluation summary: upon inspection of the applier, no abnormalities were observed (no endoanchor within tip). The device was unremarkable. The endoanchor cassette has three used portholes. The handle was opened and blood was observed within the handle. Corrosion was observed on the circuit board, connector pins, battery and motor. The battery was loose within the handle due to the positive and negative connections on the battery being completely removed and within the battery wiring harness unit. The positive and negative connections were removed from the battery wiring harness unit and a new battery was reattached. The eprom was read and presented the following codes (locn x code): oax09- brown out tripped in the 0bx07ready state. 0cx07 battery low, 0dx17 fatal. The device was restarted in manufacturing mode; after the error was cleared, the device was operated at different modes and shown to operate as intended. A fully loaded endoanchor could be loaded within tip which was deployed into silicone without issue. The error light event was confirmed; the applier experienced a brown out during the procedure. The cause of the error light could not conclusively be determined however, the fluid in the handle can short connections causing an abnormal device response or operation. The leak within the handle could not be recreated during device analysis. It was noted that once the device was reset, it performed as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Still image review: the four images received of the applier show an error light has occurred (forward, back and blue indicator lights flash. There does not appear to be any damage to the tip of the applier. Per the IFU, when only the forward arrow is flashing means the endoanchor is loaded and ready for first stage deployment. The cause of the inability to deploy the endoanchor could not be determined from the images provided. The applier is not being returned for evaluation so a complete investigation cannot be performed. If information is provided in the future, a supplemental report will be issued.